Manufacturer narrative:
Information references the main component of the system and other applicable components are:product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 20mg/ml at ¿1¿ via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient¿s pump was flipping. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue or if there were any diagnostics or troubleshooting performed. The managing physician had difficulty filling the pump and it was determined the pump had flipped. Surgical intervention occurred and upon opening the pocket it was determined that the catheter was twisted and the physician chose to replace the catheter and it was secured in the pocket. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.